Event description:
It was reported that the right ventricular (rv) lead had noise and oversensing. It was also noted that there was a connection issue between the rv lead and the implantable cardiac defibrillator (ICD). The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Alert - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(4) 2011 20:56:15. Sensing - oversensing 14 - ventricular nst<=210 ms between(B)(4) 2011 09:51:38 and (B)(4) 2011 13:15:28. Five - lfp high rate-ns <= 207 ms average v-cycle (B)(4) 2011 18:25:44 and (B)(4) 2011 19:44:12. Sensing - interference/noise ventricular short interval count v-sic=8.6 counts avg/day, in 7.84 days, between (B)(4) 2011 17:38:49 and (B)(4) 2011 13:43:00.